Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was blood found within the unit, and that accessories, crm, and safety disk had to be replaced. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) the balloon returned blood while the device was in use, and the balloon was promptly removed after discovery. There was no direct harm caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.